Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The meter was requested for investigation. There were no cracks or scratches on the meter or the display screen. There was no contamination or corrosion in the battery compartment.

Event description:
We received an allegation of a faded meter display for 1 patient tested with a coaguchek xs meter. On (B)(6) 2023 the patient alleged that the meter display was faded and the numbers were not showing up well unless he tilted the meter at an angle. Upon completion of a display check, the patient stated he had to tilt the meter to see all the segments. The code for strips is 500. The patient stated that it looks like 900 and sometimes 800. The patient changed the batteries.

Manufacturer narrative:
The reporter's meter was provided for investigation. When examining the display, segments were shown with a weak contrast. The battery contacts in the battery compartment and the circuit board were contaminated by liquid (leaked battery). The investigation determined that the root cause is contamination of the conductive rubber contacts due to improper handling or maintenance. The contamination led to the complained error.